Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause:can not duplicate w/ retains. Source: phone.

Event description:
One false-positive result for either flu a, flu b, or sars for a symptomatic patient. The customer did not specify which result was suspected to be false, but the results were dual positive for sars and either flu a or b and the customer believe this to be unlikely and one of the results is false. No alternate or confirmatory testing was done